Manufacturer narrative:
(B)(4). The root cause was undetermined. Visual inspection performed with the following issues noted: broken and bent spike. Baxter's attempts to obtain the lot number were unsuccessful and therefore a batch review could not be performed.

Event description:
A doctor reported a transfer set where the spike was broken during use. There was patient involvement, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.